Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-94827.

Event description:
It was reported the customer experienced a high blood glucose of 413 mg/dl. The customer also reported their blood glucose rising after treating with insulin for a blood glucose of 333 mg/dl. Customer also reported receiving a lost sensor alert on their insulin pump. The customer stated their sensor was not bent or damaged upon removal from their body. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor, performed the sensor initialization test using a new lab transmitter with a medtronic paradigm insulin pump , connecting the sensor to the transmitter, confirmed the sensor communication icon was displayed and the transmitter was flashing while connected to the sensor, the sensor functioned properly.